Event description:
Provider states that lincare the original receiever of the product advised that out of the box the unit would only run for 2 minutes before shutting down. Provider states the unit only has 4 hours on it. Lincare then sent the unit to homecare technical services to be repaired. No additional information provided.